Manufacturer narrative:
Information contained in this report was previously submitted through psr on 21-jan-2016. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, crease fold, dark ring, underweight. A microscopic analysis was performed which one crease sharp in the posterior. Wear abrasion and stress mark. Based on the device analysis the final assessment is a sharp crease in the radius side assessed as fold flaw opening. The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "unusual pain, tingling, swelling, numbness, or burning of the breast".

Event description:
Patient reported having "unusual pain, tingling, swelling, numbness, or burning of the breast." Side unspecified, this record is for the right side. No treatment or surgical reoperation has occurred. Healthcare professional reported "the patient was in an atv accident, a cat scan confirmed 20 broken ribs and a right side ruptured implant" - this is not device related. Device has been explanted.